Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead displaced post-implant, and caused a perforation resulting in effusion. The lead was planned to be explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the lead was not replaced, however it's position was revised by placing it on the right atrial (ra) lateral wall. It was planned to monitor the patient closely.